Event description:
A site representative reported a navigation system articulating arm that was broken. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative, following up with the site, tested the device and confirmed the arm was loose and not able to maintain the correct position. The part was discarded by the site, therefore a full part analysis was not possible. A medtronic representative replaced the part and performed a navigation system check-out, all areas passed. No further issues reported.

Manufacturer narrative:
(B)(6). The site originally incorrectly reported that their lcd tilt/swivel mount was broken. A medtronic representative, following-up with the site, reported the device that was actually damaged was not the staff monitor swivel but was an articulating arm. The articulating arm was loose and could not be tightened properly. Return requested. No parts have been returned to manufacturer for analysis. No further issues have been reported.